Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of an umbilical hernia. It was reported that after the implant, the patient experienced recurrence, failure of mesh, mesh migration, and omentum protruding through defect. Post-operative patient treatment included revision surgery.